Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ lobectomy, after partial resection, left germ layer resection was performed. Firing was performed without issue till the 6th firing, at the 7th firing, when performing the pulmonary parenchyma resection, after clamping, the knife did not advance and the event that firing was unable to be performed occurred. A new handle was opened, and firing was trying to be performed with the reload, but the firing was still unable to be performed. The procedure was completed with another device. There was no patient injury.